Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench) during inspection. With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. It was observed that the device had illuminated all three icons and would not power on. The customer was provided with a replacement device. The device was further evaluated by physio-control product analysis center. It was determined that the cause of the reported issue was due to corrosion on the analog board fl9 contact pads which resulted in an electrical short across the pads due to water ingress.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench) during inspection. With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.